Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney." (B)(4).

Event description:
Litigation alleges pain, discomfort, inflammation, popping and snapping sensations and elevated metal ion levels. Update: 8/1/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad 30 aug 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and implant records. In addition to what was previously reported, ppf alleges dislocation with close and open reduction, bone fracture, metal wear and metallosis. Added lawyer, law firm, account name, surgeon, revision date and expiration date of the head and liner. The unknown hip implant has been added to captured the allegation of a fracture as it is unknown where the fracture was. If/when more information is received, the pc will be updated as needed. Doi: (B)(6) 2006, dor: (B)(6) 2017 (right hip). Please see (B)(4) for the left hip.